Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the positioning issue was most likely determined to be unintentional use error, as the pump was displaced while the patient was transferred to the intensive care unit bed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After impella cp was placed, the patient was transferred to the ICU. Immediately after the patient was transferred to the bed, an impella in aorta alarm sounded. The patient was brought back to the cath table. The impella was completely out of the ventricle and in the aorta. At this time, the patient was re-draped and a second impella was prepped and placed. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.